Event description:
A nurse reported that an intraocular lens (iol) had scratches and a broken haptic. The lens was not implanted, there was no patient involvement.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed; the product was not damaged. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number.